Event description:
The company was informed that recipient has been experiencing reoccurring infections around the site of the device. The recipient was explanted. The recipient is healing and will be reimplanted on a later date.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.